Event description:
Litigation papers allege: in (B)(6) 2009, patient was implanted with a depuy asr hip. Following her surgery, patient began suffering from discomfort and pain in her hip. Patient is currently in severe pain and has trouble walking. She cannot walk too far at any time. Patient intends to undergo revision surgery. ***update: (B)(4) 2012 - an authorization to retrieve explants has been received from the patients attorney indicating a revision. Reason for patients revision is unknown at this time. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update rec¿d (B)(4) 2013 ¿ medical records were received. Revision operative report indicates the following: pain; clear and slightly yellow fluid. The information received does not changed the MDR decision.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.